Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and the issue was not confirmed, as the customer did not make the device available for evaluation. 1 device was evaluated in the field and the issue was confirmed; the device had an incorrect/incompatible component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the clinician was not alerted to a potential patient fall. There was no patient involvement.